Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2017, a 27mm trifecta gt valve was implanted. In 2017, the patient reported that they were not recovering. Medication adjustments were administered and subsequent testing was performed. The physician determined the device was not functioning properly and elected to exchange the device.

Manufacturer narrative:
Event of the patient not recovering after the valve replacement surgery, "the valve not functioning properly", and the valve being replaced was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2017, a 27mm trifecta gt valve was implanted. In 2017, the patient reported that they were not recovering. Medication adjustments were administered and subsequent testing was performed. The physician determined the device was not functioning properly and elected to exchange the device.